Event description:
Event description guidant received information that this ventricular implantable lead dislodged. The implantable cardioverter defibrillator (ICD) this lead was implanted with was explanted and replaced with another device due to high defibrillation thresholds.